Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a patient notifier for high out of range hv lead impedance after reportedly falling on her chest. Upon review of the electrograms, post paced t wave oversensing was observed. Subsequently, the device was reprogrammed. The patient remained in hospital due to a procedure unrelated to the device oversensing issue.

Event description:
New information received states that out of range hv lead impedance were still present. Additionally, noise was observed on real time electrograms while performing isometrics. The patient was asymptomatic. Defibrillation threshold test or replacing the device was recommended.